Event description:
It was reported that the customer received the battery out limit alarm on the insulin pump. The customer's blood glucose was 120 mg/dl. Troubleshooting was done. The customer stated that the insulin pump alarmed after a battery change. The customer stated that the batteries were out of the insulin pump greater than the duration allowed by the insulin pump. Explained that this was normal insulin behavior. The customer also stated that the up button on the insulin pump did not work. The customer disconnected the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.